Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the unit will not come off standby.

Event description:
It was reported that during a laparoscopic procedure, the trigger became not to return to the home position automatically after a few firings. The trigger was returned to the home position by hand. The fired clips were formed properly. Then, as the device was removed from the patient and test-fired without tissue outside the patient, no clips remained in the device. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that one el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device locked out as intended but the orange indicator was over traveled. This finding is not related to the event reported. Although, no opening issues were noted during testing, an investigation has been initiated to address the potential cause of the opening issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.